Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Cleaned a dirty/corrosive connection on the power control board. The sys was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the 9600+ sys will not boot. There was no report of pt injury.